Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose reading on the ilet following a factory reset and, after ingesting oral glucose tablets, the reading increased to 76 mg/dl with an upward trend; the patient had not eaten since the prior day and sought guidance on whether to announce an upcoming meal, and was advised to announce meals larger than 15 grams of carbohydrates so the ilet could adjust. Symptoms included hypoglycemia. Outcomes included troubleshooting and education provided with no hospitalization. Investigation included remote assessment and user guidance. Investigation of this case revealed no device malfunction reported and that glucose intake corrected the low reading, with the ilet expected to adjust insulin delivery post meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.